Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia, it was reported that on (B)(6) 2024 the patient father reported three infusions set fell off due to tape changed. No further information available.